Event description:
Adverse event(s): "keratitis". Product problem(s): "none reported" (no information). On (B)(6)2010, an optometrist initially reported ten patients who experienced corneal infiltrates following the use of this product (see MDR # 1610287-2010-00059). On 06/16/2010, completed questionnaires were received from the optometrist. For this patient, the optometrist reported keratitis (right eye worse than left). He stated the patient's contact lens wear was discontinued temporarily and the patient was switched to a hydrogen peroxide based contact lens solution. The optometrist reported no treatment was administered and events are resolving. See also MDR # 1610287-2010-00087 and 1610287-2010-00088. This is the first of three mdrs.

Manufacturer narrative:
Evaluation summary: the complaint device was not received for evaluation. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested via mail on 05/13/2010; via phone on 05/20/2010, 06/17/2010, and 06/22/2010. Questionnaires were received on 06/16/2010. (B)(4).